Event description:
Left ventricular lvring to rvcoil lead impedance warning on (B)(6) 2022, last measured 2641 ohms, chronic measurement as per lead trend, nurse stated patient has lvad (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).